Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during drain 4 of 4. The drain volume (dv) equaled 84ml. The home patient (hp) disconnected during drain and did not cap off. The hp said that the registered nurse (rn) wanted the caregiver (cg) to bring in the drain bag that day. The baxter technical service representative (tsr) explained and assisted them to end therapy. The cg wanted to know if they should do a manual and the tsr advised them to let the rn know the hp disconnected early and about not completing therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.